Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported the death of his son. Caller stated that diabetes was out of control. The blood glucose was high and the organs was shutting down. Caller does not think his son was wearing the insulin pump at the time of death. Nothing further reported.